Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing after attempting to remove the infusion set. The caller was not sure if the cannula was still in the patient's body. Caller reported that the introducer needle was hard to remove. The caller did not seek medical attention but was advised to consult the healthcare professional for instructions. The customer had high blood glucose of 30 mmol/l. Frn-unk,unomed set.